Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device would not retract and the wire coating noted to be separated. An amplatz super stiff guidewire was selected for use. During the procedure, the wire inadvertently exited through a side hole of the tube instead of the end hole and could not be retracted. The biliary tube showed no signs of encrustation or stickiness. A non bsc catheter was utilized to retrieve the wire. Upon examination, it was noted that the wire's coating or flat-wire coil had separated from the inner core of the wire. The procedure was completed and there were no patient complication as result of this event.

Event description:
It was reported that the device would not retract and the wire coating noted to be separated. An amplatz super stiff guidewire was selected for use. During the procedure, the wire inadvertently exited through a side hole of the tube instead of the end hole and could not be retracted. The biliary tube showed no signs of encrustation or stickiness. A non bsc catheter was utilized to retrieve the wire. Upon examination, it was noted that the wire's coating or flat-wire coil had separated from the inner core of the wire. The procedure was completed and there were no patient complication as result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was returned for analysis and arrived in a generic plastic bag. An initial visual inspection did not reveal any obvious failures or evidence that may have been compromised due to the decontamination process. The device was then inspected following the peripheral intervention product analysis guidelines (bsc). Upon examination, it was determined that the guidewire had been returned, and it was observed that the coil wire had unraveled because the core wire was detached, separating from the distal tip up to the transition point. A photograph attached to the parent record confirms this observation, clearly showing the amplatz device with the unraveled coil wire resulting from the detachment of the core wire from the distal tip to the transition point.